Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the complaint concerns a patient with taa. The reported information states a patient that underwent a placement of zteg-2p-36-202-pf on the distal side of the lesion and hereafter a placement of zteg-2p-42-216-pf on the proximal side. When removing the gray positioner to insert a balloon, there was observed blood leakage from the hemostatic valve of zteg-2p-42-216-pf. The stent graft delivery system was returned and a physical device failure analysis was performed. The examination of the returned product could not duplicate the failure mode on the returned device. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: a (B)(6) patient underwent tevar to treat thoracic descending aortic aneurysm. The patient previously treated by evar and placed the stent graft in abdominal lesion (endurant ii/medtronic). However, since vessel inner lumen was enough as access route, the physician chose by left fa approach to perform the procedure. The patient anatomical forms were suitable for the procedure. Zteg-2p-36-202-pf ((B)(4)) was placed on distal side of the lesion first, then, zteg-2p-42-216-pf ((B)(4)) was placed on proximal side. During removal of gray positioner and inserting the balloon (gore/tri-lobe) to perform touch-up the stent, it was observed blood leakage from the hemostatic valve of zteg-2p-42-216-pf ((B)(4)) all the time. Therefore, it was replaced with gore's dryseal sheath(22fr) to complete the procedure. The blood which was susctioned was about 150cc, and if includes blood leakage which soaked in the drape, total amount of the blood leakage was about 450~500cc. Patient outcome: total amount of blood leakage was about 450~500cc. No secondary intervention was needed and no adverse effects on the patient was reported.